Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve and deployed. However, post-deployment the clip detached from the posterior leaflet (slda (single leaflet device attachment)). A second clip was successfully implanted to stabilize the first clip. A third clip was advanced to the valve and during the deployment process, the lock line became stuck after removing about 4-5 feet of the line. Trouble shooting was performed by holding tension on the lock line and inverting the clip. The clip was able to be safely removed. A fourth clip was advanced to the valve and successfully implanted and procedure concluded with mr reduced to 2. Although the issues caused a delay in the procedure, the delay did not result in an adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention of implanting an additional clip to stabilize the slda was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.